Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall on which they landed on their neurostimulator. Impedance measurements were normal. Movement did not cause stimulation to change. It was found that the lead insulation was separated from electrode 0 and the extension was pulled from the neurostimulator. The physician replaced the lead, extension, and the neurostimulator and she was sent home for a stage 1 trail. Further info was requested.